Event description:
It was reported by the patient's wife that this right ventricular (rv) lead was surgically abandoned and replaced due to a perforation of the patient's heart. No additional adverse patient effects were reported.